Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2020, a 29mm epic valve was successfully implanted in a patient. On (B)(6) 2025, it was noted that the patient had heart failure symptoms, including shortness of breath. It was noted via echocardiogram, that there was valve leaflet degeneration and prolapse, along with moderate mitral regurgitation. On (B)(6) 2025, the decision was made to place the patient on cardiopulmonary bypass and explant the 29mm epic valve and replace it with a 29mm master series valve with expanded cuff where the patient was placed on cardiopulmonary bypass. The explanted valve did not appear to have thinning leaflet tissue and no leaflet tear. However, it's noted that the explanted 29mm epic valve appear to have a crease. The patient was stable and recovering at the time of report.

Manufacturer narrative:
An event of material deformation, explant due to regurgitation and valve not being able to properly maintain coaptation was reported. The investigation found sewing cuff was disrupted and tear was noted on cusp 3, with degenerative changes. No acute inflammation or significant calcifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. In the absence of any calcification at the tear site or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate loss of collagen. From received imaging leaflet coaptation does not seem to be preserved with one leaflet appearing to prolapse. There is transvalvular eccentric jet of mitral regurgitation. The cause of the cusp tear could not be conclusively determined. The tear on cusp 3 causing incomplete coaptation could have contributed to the reported regurgitation. The cause of noted deformation may have been due to procedural conditions(explant procedure) but this cannot be confirmed. The reported medical intervention was result of case specific circumstance as the surgical removal of device. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.